Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 162.6 cm.

Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy surgical procedure. Eleven days after discharge, the patient visited the emergency room (ER) with complaints of dysuria, urinary frequency, fever, and back pain. A urinalysis was performed and confirmed the presence of a urinary tract infection (uti). One dose of ceftriaxone 1gm was administered intravenously, followed by a prescription of cefdinir 300mg, oral, every 12 hours for 10 days. The uti was resolved. Due to complaints of pleuritic right upper back pain, shortness of breath, cough and congestion, low-grade fever, and right calf pain, a CT pulmonary angiography was performed revealing a pulmonary embolism (pe). Treatment included: rivaroxaban 15 mg, orally, was administered once, followed by rivaroxaban15 mg twice a day for 21 days and then one 20 mg tablet daily. The treatment was reportedly ongoing. The back pain was not attributed to either the uti or the pe. No treatment for the back pain was provided; it was reported as resolved. The patient was discharged the same day as the ER admission. The patient does not have any relevant medical history other than being a previous smoker for around 16 years. Discharge after the index procedure occurred the same day as the procedure; there were no da vinci device malfunctions during the procedure. A da vinci device did not cause or contribute to the event.